Manufacturer narrative:
An investigation was completed as the actual instrument was returned to (B)(4) on (B)(4) /2014. The isolation on the sheath was burned. This damage indicates the voltage setting was set too high on the hf-generator. The instrument was operated out of specification. Root cause was user error. The incident was reported to the (B)(4) from the MFR. Richard wolf considers this matter closed. However, in the event we receive additional info we will provide FDA with follow up info.

Event description:
From our distributor, (B)(4) has been informed of a spark/arc during a procedure. Arcing was observed going from the sheath to the trocar. Pt received third degree burn and required an additional surgery. The following instruments were used in combination during procedure: sheath (ID# (B)(4)), olympus ues-40 surgmaster (ID#, olympus), setting of olympus ues-40 surgmaster: monopolar cut 80w; coag 60w spray; grad blend (2 of 3).